Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test per specifications, filled reservoirs with diluent, connected to a new infusion set, and installed reservoir connector into an insulin pump, performed pump manual prime. Visually follow the fluid flow through infusion set and out catheter tip. No occlusion noted.

Event description:
Customer stated that insulin pump is alarming no delivery. The blood glucose reading is 307 mg/dl. Customer treated with manual injection. Customer reported a hospitalization due to stroke in (B)(6) and caused the blood glucose reading to increase to 900 range. Customer was diagnosed with diabetes ketoacidosis. Spouse stated that the hospitalization was not pump related. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.